Event description:
A falsely elevated troponin I result of 2.53 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested on the same analyzer and a result of 0.16 ng/ml was obtained. The sample was tested on an alternate methodology and results of 0.15 and 0.15 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of instrument data indicates a smaple integrity issue.